Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, 2 additional implanted mitraclips. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that clip deployment was difficult and during deployment, the clip detached from one leaflet and remained attached to the other leaflet. A leaflet tear occurred that required intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was implanted at a2/p2, reducing the mr to 3+. The second clip was implanted lateral, medial to the cleft, reducing the mr to 2+. The third clip was placed at a1/p1 for treatment of a lateral jet. The mr was reduced to 1+ with grasping; therefore, deployment steps were started. After the actuator knob was pulled back, the clip did not detach from the clip delivery system (cds). The handle was jiggled for 3-4 seconds. While jiggling the handle, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The area of the anterior leaflet that the clip detached from was completely torn, and the tissue remained in the clip. The mr had increased to 3-4. A fourth clip was deployed for stabilization of the slda clip. The mr was reduced to 3+; however, the mr was now pushing through the second and fourth clip, onto the slda clip, and spraying all over the left atrium. The decision was made to place an occluder on the valve, which reduced the mr to 2+. The patient remained stable throughout the procedure and was confirmed clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Additionally, a definitive cause for the reported single leaflet device attachment (slda) could not be determined. It is possible that the challenging anatomy and the troubleshooting maneuvers contributed to the slda; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.